Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-ipg-r-MRI upn m365sc12320, model sc-1232, serial-(B)(6), batch 581011, UDI (B)(4).

Event description:
It was reported that following the implant of the paddle lead of the spinal cord stimulator (scs) system the patient could not feel her legs. The patient underwent an explant procedure and spent approximately three months in rehabilitation. The patient has not regained the use of her legs. Additional information was received that no further information can be obtained despite good faith efforts.

Event description:
It was reported that following the implant of the paddle lead of the spinal cord stimulator (scs) system the patient could not feel her legs. The patient underwent an explant procedure and spent approximately three months in rehabilitation. The patient has not regained the use of her legs.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial-lot: (B)(6). Batch: (B)(6). UDI: (B)(4).